Event description:
(B)(4). Terrible periods, pain, bloating. Then had ablation for the bad periods. Successful hgc test (B)(6) 2012. Pain continue very bad. Had hysterectomy (B)(6) 2012 almost 1 year after insertion.